Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was burning/stimulation in the pocket site. A possible loose connection was discussed. The issue began in (B)(6) of 2018. The patient had not recharged the ins since (B)(6) of 2018 when experiencing the stimulation in the pocket. The rep was assisted with getting the ins recharged. It was noted that during the call with the manufacturer's technical services on (B)(6) 2019, the ins was charging normally and battery status was low. Additional information was received from the rep. It was reported that serial/lot number information for the device was not available. The implant date was also not available. It was reported that the physician thought they might have damaged the extension during a change of the ins battery. The patient was scheduled for surgery on (B)(6) 2019 to revise the extension, and resolution of the event was pending.

Event description:
Additional information received from the manufacturing representative reported that both extensions were changed. The leads were fine and the patient was feeling stimulation in the proper area after the procedure.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type extension. If information is provided in the future, a supplemental report will be issued.